Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, e1, h6.

Event description:
Healthcare professional reported "suspected implant defect". Later healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "capsular fibrosis baker grade ii", "suspected implant shell defect" and "swelling, warmth, and breast pain" confirmed via ultrasound. Healthcare professional later reported "fluid accumulation between the implant and the biological capsule". Healthcare professional later reported "there was a periprosthetic seroma which was not tested for bia-alcl". This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: inflammation/irritation: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported " suspected implant defect". Later healthcare professional reported "capsular contracture". Later healthcare professional reported "capsular fibrosis baker grade ii", "suspected implant shell defect" and "swelling, warmth, and breast pain" confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, inflammation.

Event description:
Healthcare professional reported " suspected implant defect". Later healthcare professional reported "capsular contracture". Later healthcare professional reported "capsular fibrosis baker grade ii", "suspected implant shell defect" and "swelling, warmth, and breast pain" confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.